Event description:
The user received analyzer alarms and 3-4 questionable ion selective electrode (ise) results. The user performed ise maintenance, primed and activated electrodes and then repeated testing of the patient samples. The user provided data for three patient samples of which only one was reported outside the laboratory. All results are in mmol/l. The initial sodium result was 152 with a data flag. The repeat result after maintenance was 136. The potassium initial result was 2.0 with a data flag and the repeat results after maintenance were 4.7, 4.7 and 4.8. The patient was not treated based on the erroneous results. The sodium electrode lot number was 21501604. The potassium electrode lot number was 21503026. The field service representative determined the peristaltic pump tubing was overdue to be changed and he replaced the peristaltic pump. To verify the analyzer operation, he ran ise checks and the user ran calibration and quality control which passed.